Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements greater than 400 ohms as well as low amplitude waves. Technical services (ts) recommended x ray imaging and isometrics to determine the cause, which was thought could possibly be a connection issue and that this was emergent as this patient is considered unprotected at this time. This electrode remains in service. No adverse patient effects were reported. Furthermore, information received noted that auto set up and reprogramming was performed. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range system impedance measurements greater than 400 ohms as well as low amplitude waves. Technical services (ts) recommended x ray imaging and isometrics to determine the cause, which was thought could possibly be a connection issue and that this was emergent as this patient is considered unprotected at this time. This electrode remains in service. No adverse patient effects were reported. Additional information notes automatic setup was run again. The system impedance this day was less than 30 ohms however not out of range. The health care professional (hcp) states the reason for the previously mentioned high out of range system impedance was due to the s-ICD floating in the hematoma. Ts noted the reported allegations are consistent with the original thought of a possible underinsertion. Ts again recommended imaging and troubleshooting. The hcp mentioned this patient had an infection and the previously mentioned hematoma, so physician does not want to open the pocket. The hcp will request x rays. Ts reiterated the concern for this patient possibly being unprotected.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.